Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was a loss of prime issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 01/04/2016 .device evaluation: the device has been returned and evaluated by product analysis on 12/14/2015 with the following findings: there was no evidence of loss of prime related alarms in the pump's black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. The pump passed a force sensor calibration check. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.